Event description:
A malfunction code labeled as malf 12 was reported by the customer. Blood glucose level was not adversely impacted, staying below 500 mg/dl (27.7 mmol/l). Customer received guidance from technical support to reset the pump, which resolved the issue without recurrence, allowing continued use of the pump. Customer was advised to reach out again if the malfunction reappeared.